Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose was 302 mg/dl at the time of the incident. Patient's current bg: 471 mg/dl. Customer reported that last couple of days been having high bg at almost 500 and 3 hours ago it was 70 and trying to rule out any pump errors. The customer experienced symptoms such as urination then and now. Customer treated for high blood glucose with pump and syringe. Customer reports they have not contacted their healthcare professional regarding the high blood glucose. Customer is not calling back to perform an high pressure test. The pump will not be returned for analysis.